Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported a free flow event of propofol allegedly due to a pivot latch screw backing out. Propofol was being used as a pharmacological sedation in the intensive care unit (ICU) while on mechanical ventilation. The medication was intended to infuse at approximately 20ml/hr. (75 mcg/kg/min), volume to be infuse set at 100ml, and propofol bottle concentration was 100mg/100ml. It was reported there were two vials of propofol with a total duration of infusion expected to be 10 hours (5 hours each vial). However, both were completed in approximately 4 hours (approximately 2 hours each vial). The customer reported that "the first vial was noticed by nursing to be empty 2 hours in, when it should have been empty after 5 hours; a second vial of propofol similarly was administered over 2 hours." It was reported that the patient did not require any additional ventilator support and the hemodynamics remained stable. The customer reported that "currently the patient has no evidence of hemodynamic or neurological compromise from the propofol exposure." There was patient involvement but no harm. Although requested, the customer stated that the device is unable to return.

Event description:
It was reported a free flow event of propofol allegedly due to a pivot latch screw backing out. Propofol was being used as a pharmacological sedation in the intensive care unit (ICU) while on mechanical ventilation. The medication was intended to infuse at approximately 20ml/hr. (75 mcg/kg/min), volume to be infuse set at 100ml, and propofol bottle concentration was 100mg/100ml. It was reported there were two vials of propofol with a total duration of infusion expected to be 10 hours (5 hours each vial). However, both were completed in approximately 4 hours (approximately 2 hours each vial). The customer reported that "the first vial was noticed by nursing to be empty 2 hours in, when it should have been empty after 5 hours; a second vial of propofol similarly was administered over 2 hours." It was reported that the patient did not require any additional ventilator support and the hemodynamics remained stable. The customer reported that "currently the patient has no evidence of hemodynamic or neurological compromise from the propofol exposure." There was patient involvement but no harm. Although requested, the customer stated that the device is unable to return.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.